Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Caller alleges head set leaky / adhesive wet. Caller reported issue occurs with different lot numbers of 6 mm cannulas. No adverse event reported. No product will be returned.